Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 pump is very loud and the lever on the inflow keeps rising. Additional information 12/10/2021: on (B)(6) 2021 it was reported by a sales representative via email that the black lever on the ar-6480 pump, inflow tubing area does not stay locked down. This was discovered during use in a knee arthroscopy on 12/06/2021. During use pump was unusually loud, this noise persists throughout the entirety of the arthroscopy at any pressure setting. The case was completed by tapping down the lever.

Manufacturer narrative:
Complaint confirmed.